Event description:
The hospital reported a patient was connected to an avance cs2 when it was alleged that there was a problem with pressure and oxygen delivery and ability to manually ventilate the patient. Reportedly, the patient desaturated. It was reported that delivery returned to normal and the case completed. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare (gehc) engineering investigated the reported event. The gehc fe could not duplicate the issue and found no malfunction upon inspecting the device. The root cause is unknown though it is possible that the use of a spontaneous ventilation mode (psvpro), unknown adjustable pressure limit settings potentially set too low to inflate the bag, purposeful patient disconnect during the case, the patient was tachycardic right before the event, and a single, temporary low paw alarm indicating a temporary leak in both manual and mechanical ventilation could have contributed to the desaturation of the patient. These incidences could cause the user to perceive the machine had reduced or no oxygen flow. However, the machine logs do not indicate any functional errors, the root cause for this event is undetermined.